Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage.

Event description:
It was reported that this right atrial (ra) lead exhibited an atrial impedance of 3000 ohms due to breakage or fracture. In addition, the patient was brought in to assess lead integrity, significant noise was noted on the atrial channel which could be an indicative of lead fracture. Patient was the scheduled for lead extraction along with cardiac resynchronization therapy pacemaker (crt-p) upgrade, the stylet was not able to be advanced down the lumen of the lead and was not able to pass through the fractured lead. The lead was snared from below and removed without difficulty via groin access. This ra lead was replaced without any difficulty or complications. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an atrial impedance of 3000 ohms due to breakage or fracture. In addition, the patient was brought in to assess lead integrity, significant noise was noted on the atrial channel which could be an indicative of lead fracture. Patient was the scheduled for lead extraction along with cardiac resynchronization therapy pacemaker (crt-p) upgrade, the stylet was not able to be advanced down the lumen of the lead and was not able to pass through the fractured lead. The lead was snared from below and removed without difficulty via groin access. This ra lead was replaced without any difficulty or complications. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f and impact codes field (h6) in section h.

Event description:
It was reported that this right atrial (ra) lead exhibited an atrial impedance of 3000 ohms due to breakage or fracture. In addition, the patient was brought in to assess lead integrity, significant noise was noted on the atrial channel which could be an indicative of lead fracture. Patient was the scheduled for lead extraction along with cardiac resynchronization therapy pacemaker (crt-p) upgrade, the stylet was not able to be advanced down the lumen of the lead and was not able to pass through the fractured lead. The lead was snared from below and removed without difficulty via groin access. This ra lead was replaced without any difficulty or complications. No additional adverse patient effects were reported.